Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found during analysis. Blood was noted on the distal electrode.

Event description:
It was reported that during attempted implant of the right ventricular lead, the helix would not extend or retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.